Event description:
Pt reported that about one month ago he programmed a 12-unit bolus to be delivered by the device and device generated confirmation beeps, indicating that the bolus had been delivered, but later the pt's blood glucose increased to 380 mg/dl. When the pt checked the device's history, the history did not reflect delivery of the bolus. Pt feels that device is malfunctioning. Pt self-treated high blood glucose by delivering 16-18 u of insulin via injection.